Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high, out of range impedances of over 3000 ohms. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: this device has not been returned for analysis. Should this device be received, an investigation will be performed, and a supplemental report will be provided.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high, out of range impedances of over 3000 ohms. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.